Event description:
During the case, a new suture box was needed. A new, unopened suture box from the valve replacement pack was opened and a long black filament resembling a hair was seen in the suture box. The box was removed from the field and gloves were changed.